Manufacturer narrative:
The technician replaced the siderail cable and pc board to repair the bed.

Event description:
Information received indicates, the bed is showing multiple malfunction codes due to an open wire in the left intermediate siderail cable and fluid residue on the pc board.